Manufacturer narrative:
The batch documentation is checked and no anomalies are detected. Any manufacturing fault is ruled out. After examination of the implant, damage during use that may have contributed to the failure of the implant is noted.

Event description:
The clinician indicates that he placed the implant on (B)(6) 2020 and three months later it was noted that the implant had not osseointegrated. Patient with bone quality iii. In the event the patient experienced: periimplantitis.